Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that after their device successfully completed a user test that it began rebooting by itself continuously. As a result, defibrillation may be delayed or prevented if it were necessary. The customer further advised that the device would not respond to attempts to power it off, so they made sure it was unplugged from ac power and unplugged the internal battery and it finally powered off. Upon re-installation of the internal battery the device powered on and appeared to be working normally. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was initially unable to duplicate the reported issue.  As a precaution, physio replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed power supply assembly and was able to duplicate the issue of the device rebooting. Testing for leakage current found that the pwr_fail_warn on pcb-mounted jack connector, designator j41_4 is too low and j41_6 is too high which indicates excess leakage.  As a result, physio has determined that the likely cause of the reported issue is process residue on filter components fl4 and fl10 on the power supply pcb assembly.